Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, alert detected by the subject home monitor has generated corrupted zip file and it has never been transmitted to the physician.

Event description:
Reportedly, alert detected by the subject home monitor has generated corrupted zip file and it has never been transmitted to the physician.